Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient receiving compounded baclofen (300 mcg/ml at 40 mcg/day), dilaudid (15 mg/ml at 2 mg/day), clonidine (1500 mcg/ml at 200 mcg/day), and bupivacaine (7.5 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. Per the patient¿s representative the patient had been in the hospital since last monday and was currently in a coma. Per the reporter, the patient was on oral baclofen along with having baclofen in the pump and the doctors were ¿worried about introducing new meds they didn¿t have control of ¿ didn¿t want to give more baclofen ¿ so drained it¿. The reporter was wondering if they had to put saline in the pump or turn it off to prevent catheter damage which would involve major surgery to fix it. The reporter confirmed the pump was drained the day before yesterday. The reporter was redirected to the patient¿s hcp (healthcare provider) and then to have the hcp call technical services. The reporter became frustrated and irritated and ended the call without providing their name. Additional information was received on 11-nov-2022 from the patient¿s pump managing healthcare provider (hcp) via a company representative who reported that the hcp had been contacted by a physician at the hospital regarding the patient. Per the hcp, he had been told that the patient was admitted to the hospital on (B)(6) 2022 for mental status changes and there was a concern that her symptoms were related to baclofen overdose. He was informed today that they patient¿s surgeon had emptied the pump on (B)(6) 2022. The hcp requested that the pump be filled with pfns (preservative free normal saline). A refill kit was taken to the hospital and the physician at the facility was verbally assisted with ensuring the pump was empty of drug and then refilling it with approximately 12 ml of pfns (1000 mcg/ml) and programming it to minimum rate. The patient remained hospitalized. The reporter had no further information about what if any of the patient¿s symptoms were related to her intrathecal drug therapy. It was noted that the issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.